Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the insulin pump's down arrow button was unresponsive. The caller stated that the customer had gone swimming without the device. Blood glucose level at the time of the incident was 56 mg/dl, which was treated with ice cream. The caller was advised that the insulin pump would be replaced but did not return the device for analysis.